Event description:
The vena cava filter was placed via the right femoral approach on august 2, 1994. On february 3, 1999, an x-ray revealed one of the strut legs had fractured and migrated. The pt has not sustained any adverse effect from this event.